Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle had a stopper that was slanted in the barrel rendering the syringe unusable. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Customer returned (2) loose 1cc, 6mm syringes. Customer states that the stopper appears to be slanted in the barrel of syringe. Both returned syringes were examined and both exhibited a slightly deformed stopper in the barrel. Samples were forwarded to manufacturing (B)(4) on (B)(6) 2018 for further review. On (B)(6) 2018 (B)(4) received two (2) 1ml syringes in a container. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation of qe aa, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Additionally, the plunger was a little hard to exercise. A rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. (B)(4) was opened and closed at investigation. A review of the device history record was completed for batch# 7241585. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200713991] noted that did not pertain to the complaint. There was one (1) notification [200713211] noted for insufficient barrel lube. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper damaged/disfigured on lot # 7241585. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine needle had a stopper that was slanted in the barrel rendering the syringe unusable. There was no report of exposure, serious injury or medical intervention.